Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found that the differential and reticulocyte (diff/retic) waste chamber (vc26) was not draining; he replaced a tubing that was cut between valve vl53b and check valve cv31a to resolve the leak. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a green fluid leak of approximately 10ml from a coulter lh 750 hematology analyzer. Missing differential results (non-numeric results) were also reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.